Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Additionally, it was also reported that the insulin gauge was inaccurate. Customer's blood glucose level was between 100 and 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.